Manufacturer narrative:
(B)(4) date sent: 4/6/2026 d4 batch #: z7020g. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned sealed inside its original packaging, and upon inspection, it was observed that the blister from the packaging was damaged, noted to be broken and still adhered to the tyvek. No anomalies were noted with the functionality of the device during connection to an energy systems, and the device worked as intended. No alert screen was displayed. Disassembly to verify the condition of the internal components revealed no anomalies. A possible cause for the damaged blister is improper handling during transit or storage, as it appears the package hit a hard surface. The reported complaint was confirmed. All ees product is 100% inspected prior to release, and the information provided is routinely monitored and reviewed for trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch z7020g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic partial nephrectomy the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.